Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized for this event. The cause of peritonitis was unknown. Treatment was not reported. The outcome of the peritonitis event was not reported, however, the patient had continued to perform pd therapy. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The exact occurrence date was not provided; it was reported to have occurred sometime in 2011. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.